Manufacturer narrative:
The device was in use for treatment. The lead was capped after being in service for approximately 18 years and 2 months after reporting a high pacing threshold. No patient adverse effects were reported. As the lead was capped inside the patient, it will not be returned for analysis. As a result, the clinical observation could not be confirmed. Based upon the implant date of this lead (2002), the device history record for this lead model is beyond oscor's record retention period. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this device for complaint trends. Per permanent pacing lead final inspection, the device is verified 100 percent for electrical and visual function. As stated in the procedure. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Note: on py leads, use helix to connector pin as contact. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. (Check with z foam dampened with alcohol.)". The py series instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold and impedance. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported that the lead was capped after approximately 18 years 2 months. High pacing thresholds were experienced and no patient adverse effects were reported.